Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. On the same day as the onset, the patient was treated with fortum injection (1 gram, once a day route not reported) and vancomycin injection (1 gram, every four days, intraperitoneal) for peritonitis. At the time of this report, the patient was recovered, treatment was discontinued and the patient was discharged from the hospital. Pd therapy was ongoing. No additional information is available.